Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture ingress in the battery compartment. The reporter confirmed that there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the battery compartment was observed to be cracked and corrosion was evident in the pump¿s battery compartment. The pump was opened and confirmed that there was no additional moisture elsewhere in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.